Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Latch on mics that allows handle rotation fell off. Needs replaced. Case type: tka.

Event description:
Latch on mics that allows handle rotation fell off. Needs replaced. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted. "Reported issue it was reported that latch on mics that allows handle rotation fell off. Needs replaced. Product inspection: as per service max wo-01990618 & case number: (B)(4). RMA#: 276516. Sn#: (B)(6). Factory service technician: (B)(6). 1. Unable to repair mics as with the new cable did not fix the issue. Disposition, (return to vendor). Other (rtv) reason: failed pivot handle check. The alleged failure was confirmed. Device history review: device history records indicate 25 devices were manufactured under lot: k079x and 23 devices were accepted into final stock on 05/06/2016. A review of qt-16-05-0027 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, lot number: 42010416 shows 2 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure mode was confirmed. Nc/CAPA review a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.